Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported the pt was experiencing heating at the ipg site while charging. A new charging system was sent to the pt and resolved the heating issue. The ipg remains in use. No further pt complications were reported as a result of this event.